Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, while the right atrial (ra) lead was being placed the patient experienced sudden, severe, sharp chest pain. An emergency echocardiogram revealed a small pericardial effusion with apparent thrombus at the right ventricle apex suggesting a lead perforation. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.